Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: (B)(4), model: sc-1140, serial: (B)(4), batch: 21082673.

Event description:
It was reported that a patient was originally scheduled for a revision to add a lead to cover a new pain area. On the day of the revision, the lead showed high impedance on contact 1 >10,000 ohms. The lead was cut and explanted due to scar tissue. The explanted lead was cut and removed from the ipg without opening the set screw port. The patient was implanted with a new lead in a different ipg port. It was noted that the patient is experiencing good coverage of the pain area. During the same revision, the patient's ipg was moved to a new location due to discomfort.

Manufacturer narrative:
The returned linear lead was analyzed and the proximal end was found to be bent/fractured between contacts 3 and 4. X ray inspection revealed that one of the cables was broken at the same bent/kinked location on the lead. It appears that the lead got damaged during the proximal end's insertion into the ipg port. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label. With all the available information, boston scientific concludes the reported event was confirmed. The bent/kinked location of the lead caused the high impedance. The lead got damaged during the proximal end's insertion into the ipg port. The probable cause is unintended use error caused or contributed to event.

Event description:
It was reported that a patient was originally scheduled for a revision to add a lead to cover a new pain area. On the day of the revision, the lead showed high impedance on contact 1 >10,000 ohms. The lead was cut and explanted due to scar tissue. The explanted lead was cut and removed from the ipg without opening the setscrew port. The patient was implanted with a new lead in a different ipg port. It was noted that the patient is experiencing good coverage of the pain area. During the same revision, the patient's ipg was moved to a new location due to discomfort.